Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received delta xtend shoulder prosthesis left side in 2016. Since about one year after implantation patient experienced pain. Revision because of pain on (B)(6) 2020. Intraoperatively patient tissue was found to be black. The patient was revised on (B)(6) 2020 to address "loosening of shoulder tep", with severe metallosis, pronounced chronic fibrosing and scarring inflammation with metallosis.